Event description:
Litigation papers allege: the acetabular cup eventually detached, disconnected, created metallic debris, and/or loosened from the patient (B)(6) acetabulum, caused severe pain, inhibited the patient (B)(6); ability to walk and move, and caused elevated blood metal levels.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(4) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.